Manufacturer narrative:
On 4/29/2019, the device serial number was identified as (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with mentor memorygel breast implants 325cc and suffered several unexplained systemic symptoms, including decreased energy, depression, early onset peri-menopause, low iron levels, hair loss, anxiety, skin rashes, gastroesophageal reflux disease, exhaustion, fatigue, hypothyroidism, hashimoto¿s thyroiditis, neurological issues, inability to focus, inability to articulate words, forgetfulness, brain fog, sensitivity to smells/light, chronic neck pain, vision disturbances, dry skin, weight problems, inflammation, food intolerances, heart palpitation, dehydration, pain in left breast, chest pain, headache, muscle/joint pain, stomach aches, cramping, diarrhea, appetite issues, muscle weakness, heat/cold intolerances, slight fevers, sore throat, frequent urination, chills and sweating, lower back pain, hematuria, and fibromyalgia. Fibromyalgia was diagnosed by a medical professional in 2018. As a result, the patient underwent removal on (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the right side.